Event description:
During surgical procedure, ohmeda electronic ventilator failed to operate. Anesthesiologist proceeded to mannually ventilate the patient. Surgical procedure was interrupted during manual ventilation. Ventilator was reset according to manufacturer's directions, and electronic ventilator was again put into use. The ventilator continued to function in an acceptable manner, and the case was completed without further difficulty. A bard 5000 electrosurgical unit was in use at the time. Routing of cables, leads, etc, unfortunately, cannot be duplicated at this time. Please see attached hazard notice from the manufacturer. All other equipment was functioning normally. Field modification to correct this problem has been developed by MFR. Our facility is wary of potential for future failuredevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: failure to cycle, telemetry failure, none or unknown, invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.